Event description:
Additional information was received from manufacturing representative. It was reported that the implanting physician was aware of the impedance issue, and since the contacts that had impedance issues were not being used they decided they were fine leaving it as is.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for essential tremor. It was reported that the patient¿s device had a low impedance of 20 ohms measured on one of the bipolar setting contacts pre-operative and intra-operative. It was reported that none of the contacts used for the patient¿s therapy were out-of-range. It was noted that the healthcare professional (hcp) attempted to dry off the contacts and reseat it, but there were no changes in the impedances. It was also noted that the patient¿s therapy was not affected. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.